Event description:
Per the info provided to co by the physician's office, the device was removed as it "no longer functioned as intended." As reported to co, the pump was removed and replaced, leaving the rest of the device in place.